Event description:
Treatment of an aneurysm. It was reported by the physician that during retrieval, the coating from the guidewire (provided with the balloon system) came off and some remained in the patient. The physician reported to have detected this on angiography and believes this was due to the coating. No patient symptoms or injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.